Manufacturer narrative:
The initial report had the incorrect device return status information. The correct information has been provided with this report. (B)(4).

Event description:
Insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, cracked reservoir tube lip, scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Event description:
The customer reported via phone call that he was hospitalized last year on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. Blood glucose level of customer at the time of hospitalization was of 660 mg/dl. Customer stated that the retainer ring was chipped however the reservoir able to lock in place. Customer was treated their blood glucose with insulin novolog or long acting lanctus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.